Event description:
Jjmi became aware of a small number of complete inflation systems with latex bulbs that were distributed with "latex-free" printed on the device. The polybag and box labels do indicate the device contains latex.